Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had to change out the batteries more frequently. Customer's blood glucose was unknown. Customer reported the device was turned off by itself. Device did not alarm a low battery alert prior to the off no power alert. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no off no power anomaly and no low battery alert noted. The pump was received with a cracked reservoir tube lip, a missing end cap sticker, and minor scratches on the display window.